Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the medstation es aux 7dr, drawer hh #5.1 failure was confirmed during field service engineer (fse) testing. According to work order (B)(4), the field service engineer (fse) evaluated the device due to a reported drawer failure. Drawer 5-1 half-height enhanced was not registering closure. The fse replaced the damaged open/close sensor, and functionality was restored after hta testing. Laboratory inspection confirmed that assy latch sensor hh cubie dwr (s/n (B)(6); p/n 353949-01) was received with a completely severed power cable. Laboratory testing was not needed, as physical damage to the power cable was identified. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue in a medstation es aux 7dr, specifically in drawer 5.1, was determined to be a severed power cable in the assy latch sensor hh cubie dwr.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5.1 failed required maintenance, which located on flwmicu2. As per part investigation, it was determined that there was severed power cable in the assy latch sensor hh cubie dwr. There were no adverse events or injuries reported based on this event.